Manufacturer narrative:
H10: it was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) reported that the aftermarket batteries conflicted with the printed circuit board assemblies (pcbas) and needed to be replaced with philips batteries. Per good faith effort (gfe) response, the bme stated that a philips representative (rep) was onsite to complete a philips field correction, and requested that the failed batteries be replaced to complete the field correction. The bme also confirmed that philips batteries were ordered and installed by the philips rep who performed the field corrections. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the aftermarket batteries conflicted with the new power management (pm) printed circuit board assembly (pcba). At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer reported that the aftermarket batteries conflicted with the new power management (pm) printed circuit board assembly (pcba) and needed to be replaced with philips batteries.